Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection from the supply bag of a homechoice cassette was reported and is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was determined that there was disconnection/loose connection from the supply bag and the final line clamp was open. The patient was advised to start therapy over. Renal therapy services reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.